Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a loose electrocardiogram connection and therefore the link electronic module board was replaced and calibrated to resolve. Analysis also noted that the power supply fan was noisy and the keyboard was missing. Both were replaced.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a noisy electrocardiogram and that the connection/port was very loose. The programmer was returned dor service. No patient complications have been reported as a result of this event.